Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when the lead was being placed into the septal region of the right ventricle, it was found that the lead perforated the left ventricle. An echocardiogram showed no pericardial effusion, so no drainage was necessary. The lead was pulled back into the right ventricle to complete the procedure. The lead was implanted and remains in use. No further patient complications have been reported as a result of this event.